Manufacturer narrative:
The external battery unit was returned to the resmed service center in (B)(4) for an evaluation. The evaluation revealed that an internal battery component in the external battery unit was not charging. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral external battery is defective. There was no patient injury reported as a result of this incident.